Event description:
The physician successfully implanted a 3.0 mm diameter x 9 mm length integrity rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used approximately 3 months beyond its use by date. No patient complication or clinical sequelae were reported.

Manufacturer narrative:
Results: failure to follow instructions (IFU instructs the user to use before ubd). Conclusions: user error contributed to event (IFU instructs the user to use before ubd). (B)(4).